Event description:
Event description: wire was placed in the sfa (wire unknown). A rubicon crossing catheter was placed over the wire. That wire was withdrawn. The complaint guide wire was then inserted into the rubicon catheter. As guidewire was being advanced it was noted it was having trouble advancing. The wire poked through the rubicon putting a hole in it. The guidewire was taken out and it was noted the center tip of the wire was protruding from outer layer of the wire. The rubicon was then removed. A new guidewire and a new rubicon were then opened and used to complete the case without incident and with no patient consequences. Case was deemed successful. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Wire was pulled out and rubicon was removed from patient. What is the next course of action? Wire and rubicon inspected. Wire was deemed not reusable due to tip. Rubicon was deemed as not usable due to hole put into it from tip of guidewire. Patient present at time of event? Yes. Patient complications: no patient complications. Additional information provided in wip report on 28 march 2025: was issue present upon opening package? No. Photo or video of issue: yes. Did the core wire remain intact? Yes. Please specify the approximate location of the damage on the device? Very tip. Image received 31 march 2025.

Manufacturer narrative:
At the time of this report, no product has been returned for evaluation; therefore, no physical analysis of the device can be performed. The customer supplied image presented core wire protrusion at an unknown distance from the distal tip. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use, warnings: manipulate the zipwire hydrophilic guide wire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guide wire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.